Event description:
Customer stated the fiber had broken mid shaft and looked as it were cut cleanly in half

Manufacturer narrative:
No complaint samples were received within the timeframe of this investigation. Confirmation regarding the complaint as reported is not possible. It is acknowledged all holmium fibers are 100% power tested and visually inspected prior to release which confirms the operational capacity and state of the fiber. It is recognized the likely root cause was related to the handling or application of the laser fiber device. Dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU. The risk related to fiber breakage is recognized in ha 005 holmium laser fibers risk management to be "medium" risk, with no further actions required as current controls mitigate the risk to acceptable levels. If complaint samples are returned following the closure of this investigation, a review of the returned devices will be completed and any additional information gathered will be documented alongside this report.